Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had unspecified pump error. The customer¿s blood glucose level was unknown. The customer reported that they had pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. The pump was then programmed with test glucose meter. The device communicated properly and recorded the 114 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. No unexpected pump errors, communication errors, or sensor errors noted during testing.